Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections b5, h10, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for frame damage was confirmed based on imagery provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'the bent strut on the first valve was noticed shortly after the wire was lost' and 'difficulties arose when attempting to withdraw the ds and valve with the bent strut back into the sheath, prompting the decision to deploy the valve in the abdominal aorta.' Based on the provided imagery, the bent struts appear to be on the outflow side of the valve. This frame damage likely occurred during withdrawal of the delivery system and valve, as frame damage was noted after wire position was lost and it was decided to retrieve the system. Excessive device manipulation or application of high withdrawal force may have resulted in strut damage at the valve's outflow side. As such, available information suggests that procedural factors (excessive manipulation during withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was performed using a 23mm edwards sapien 3 ultra devices, in the aortic position. The patient's age and sex are unknown. The patient was reported to be alive at the end of the procedure, and the valve was successfully implanted with no central leak observed. During the procedure, the first valve was unintentionally deployed in the infra-renal aorta. This occurred after the loss of wire position in the left ventricle and was associated with a bent valve strut. As a result, a second valve was used and successfully deployed in the intended aortic position without further complication. The deployment of the first valve in the infra-renal aorta was attributed to a bent valve strut and the loss of wire position in the left ventricle. These factors are considered potential contributors to the complication. The fcs responded to follow up questions advising that the bent strut on the first valve was noticed shortly after the wire was lost. The cause remains uncertain, though it may have resulted guidewire was lost during repositioning of the sentinel device, when the delivery system with the crimped valve was being retrieved, the bent strut was observed. There was no resistance during insertion of the delivery system (ds) and valve into the esheath. However, difficulties arose when attempting to withdraw the ds and valve with the bent strut back into the sheath, prompting the decision to deploy the valve in the abdominal aorta. The operator chose infra-renal deployment due to the inability to safely reintroduce the valve into the sheath and the high risk associated with vascular surgical intervention. An additional follow up revealed that the struts were bent on the outflow side. We were never able to bring the crimped valve and delivery system back into the sheath. The decision was made to deploy the valve in the abdominal aorta.

Manufacturer narrative:
This is 1 of 2 reports. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was performed using a 23mm edwards sapien 3 ultra devices, in the aortic position. The patient's age and sex are unknown. The patient was reported to be alive at the end of the procedure, and the valve was successfully implanted with no central leak observed. During the procedure, the first valve was unintentionally deployed in the infra-renal aorta. This occurred after the loss of wire position in the left ventricle and was associated with a bent valve strut. As a result, a second valve was used and successfully deployed in the intended aortic position without further complication. The deployment of the first valve in the infra-renal aorta was attributed to a bent valve strut and the loss of wire position in the left ventricle. These factors are considered potential contributors to the complication. The fcs responded to follow up questions advising that the bent strut on the first valve was noticed shortly after the wire was lost. The cause remains uncertain, though it may have resulted from interaction during repositioning of the sentinel device. There was no resistance during insertion of the delivery system (ds) and valve into the esheath. However, difficulties arose when attempting to withdraw the ds and valve with the bent strut back into the sheath, prompting the decision to deploy the valve in the abdominal aorta. The operator chose infra-renal deployment due to the inability to safely reintroduce the valve into the sheath and the high risk associated with vascular surgical intervention.